Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, and no problems were noted. The manufacturing documents were reviewed and no complaint related issues were found. Device returned to (B)(4) on an unknown date. Placeholder.

Event description:
It is reported that during hardware removal on an elbow repair surgery, the small battery drive 12v battery had low power. No harm to patient was reported. This is 1 of 1 reports for this event.